Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The patient had their six month follow up and an echocardiogram was performed. This showed a continuous mobile device related thrombus. The thrombus was noticed around the mitral valve. The patient was on dual antiplatelet therapy (dapt) at the time. Anticoagulant therapy was started when the thrombus was found, and the patient is being observed at this time. Additional intervention is being discussed. It was further reported that the thrombus measured about 2cm. It was found from the shoulder part of the watchman closure device and was attached to the device in one place. The thrombus was mobile which meant the tip moved in the bloodstream in the left atrium. The transesophageal echocardiogram (tee) performed on the 45 day follow up showed no jets at the thrombus site. The patient was hospitalized, given pradaxa and followed up. At a later date, the thrombus disappeared. Although the release of thrombus was suspected, neither MRI nor whole-body CT showed any findings suggestive of infarction or embolism. The patient did not have any notable physical symptoms. The physician decided to continue pradaxa and follow-up for several days. If there are no problems with the final tee, the patient will be discharged.

Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The patient had their six month follow up and an echocardiogram was performed. This showed a continuous mobile device related thrombus. The thrombus was noticed around the mitral valve. The patient was on dual antiplatelet therapy (dapt) at the time. Anticoagulant therapy was started when the thrombus was found, and the patient is being observed at this time. Additional intervention is being discussed.

Manufacturer narrative:
It was further reported that this report is a duplicate of 2134265-2021-01426. Therefore, this report will be withdrawn.

Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The patient had their six month follow up and an echocardiogram was performed. This showed a continuous mobile device related thrombus. The thrombus was noticed around the mitral valve. The patient was on dual antiplatelet therapy (dapt) at the time. Anticoagulant therapy was started when the thrombus was found, and the patient is being observed at this time. Additional intervention is being discussed. It was further reported that the thrombus measured about 2cm. It was found from the shoulder part of the watchman closure device and was attached to the device in one place. The thrombus was mobile which meant the tip moved in the bloodstream in the left atrium. The transesophageal echocardiogram (tee) performed on the 45 day follow up showed no jets at the thrombus site. The patient was hospitalized, given pradaxa and followed up. At a later date, the thrombus disappeared. Although the release of thrombus was suspected, neither MRI nor whole-body CT showed any findings suggestive of infarction or embolism. The patient did not have any notable physical symptoms. The physician decided to continue pradaxa and follow-up for several days. If there are no problems with the final tee, the patient will be discharged. It was further reported that this report is a duplicate of 2134265-2021-01426. Therefore, this report will be withdrawn.